Manufacturer narrative:
This report is submitted on june 6, 2022.

Event description:
Per the clinic, the patient experienced a magnet displacement during an MRI where no pressure bandage was applied as specified by cochlear. There are plans to replace the magnet. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, surgery to reposition the magnet was completed on (B)(6) 2022. It was also reported that the patient experienced hematomas which was treated with corticosteroids (specific date and type not reported). This report is submitted on september 28, 2022.